Event description:
It was reported on 24 october 2025, a patient presented with grade 4 mixed mitral regurgitation, thin leaflets, and an enlarged atrium for a mitraclip procedure. One mitraclip xtw was implanted. The final mr grade was 1. In (B)(6) 2025 a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. There was no confirmed perforation, and no injury. The mr grade increased to grade 4. On (B)(6) 2025 a second clip intervention was performed for recurrent regurgitation and shortness of breath. A second mitraclip xtw was implanted lateral to the first clip. The patient's mean gradient was 3-4 mmhg. A third mitraclip nt was placed, however the patient's gradient increased to 7 mmhg. The third clip was removed from the patient without adverse patient sequela. The gradient returned to baseline. The final mr grade was 2.

Manufacturer narrative:
B3: estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information a cause for the reported slda could not be conclusively determined. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.